Event description:
A malfunction alarm with code malf 13 was reported for the customer's insulin pump. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.